Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead, the operator encountered placement difficulties and was not able to advance the lead smoothly down to the heart. The lead got stuck several times in the vessels and placement was tried several times without success. Therefore lead was pulled back for inspection, that showed that the helix was not fully retracted. The patient was intubated and aspiration pneumonia was suspected. The rv lead was never implanted and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.